Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician stented the area; balloon was inflated for about 8 to 10 minutes. The physician inserted the aspiration catheter and noticed that the occlusion balloon had deflated. The physician removed the device and replaced with another to complete the case. The patient was reported to be fine.